Event description:
Pt went to bathroom at home, realized tubing had broken. Her shirt was wet with chemo. Then she called the after-hours nurse line and came to the 24 hr clinic. Showered, assessed by provider, skin around port red.